Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/29/2025 (11:23 am pst), patient reported changing pump supplies overnight due to an infusion set alert. At the same time, their dexcom g7 continuous glucose monitor (cgm) sensor disconnected and displayed a "sensor replace message". Patient noted blood at the cgm site, replaced the sensor, and after warm-up saw a discrepancy (fingerstick 52 mg/dl vs. Cgm reading high). The patient blood glucose was out of range for 90+ minutes. Patient treated with orange juice and half a bagel with cream cheese, and blood glucose returned to range.